Event description:
A us distributor returned charger/modem sn (B)(4) indicating that it displayed an error while charging.

Manufacturer narrative:
Evaluation: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (displayed error code while charging) was confirmed. As received, the current controlling q1 transistor was thermally damaged. The cause of the inability to properly charge the battery packs is the damaged transistor. The root cause of the damaged component cannot be positively identified. No adverse event resulted from the defective charger/mode.